Event description:
A caller reported that the insulin gauge showed a different amount than expected, specifically displaying a fill estimate of 60 units instead of the expected 240 units. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on the accuracy of the displayed amount and instructed to deliver a bolus and reload a new cartridge to resolve the issue with the fill estimate. After completing these steps, the fill estimate was corrected to 250 units, aligning more closely with expectations. The caller was informed to refollow steps with new cartridges if the issue reoccurs and was satisfied with this resolution.